Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o card. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the black screen after switch on arctic sun device. Per investigator notification received via mail on 22feb2024, it was reported that there was an error 75 (non-recoverable system error) in an arctic sun device. Per follow up information received via email on 14mar2024, the issue was resolved onsite with preventive maintenance. Per sample evaluation results received via task on 02may2024, the I/o card was replaced in addition to the manifold assembly to resolve the alarm 75 issue.